Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason and also insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and battery cap were missing. Customer had been disconnected from the insulin pump since they were hospitalized. Troubleshooting was performed. The insulin pump will not be returned for analysis.